Manufacturer narrative:
510 (k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needles bend when extended. "As per complaint form": while trying to puncture stage 4r lymph nodes the user first identified the lymph node stage, then he lifted the stylet and punctured the node without the stylet into the needle tip. Then the needle kinked. In all cases fortunately he was able to get both the bronchoscope and the needle off the patient without any adverse effect neither to the patient nor the scope. Rep confirmed this event involves 1 device and 1 patient.

Event description:
Needles bend when extended. "As per complaint form": while trying to puncture stage 4r lymph nodes the user first identified the lymph node stage, then he lifted the stylet and punctured the node without the stylet into the needle tip. Then the needle kinked. In all cases fortunately he was able to get both the bronchoscope and the needle off the patient without any adverse effect neither to the patient nor the scope. Rep confirmed this event involves 1 device and 1 patient.

Manufacturer narrative:
510 (k) number: k160229. (B)(4). Exemption number: e2016031. (B)(4). Lab evaluation: 1 x echo-hd-22-ebus-p-c device of lot #c1430806 was returned to cirl for evaluation. Upon evaluation, the device was returned in its tray. A broken piece of needle was returned in medical gauze. The stylet was partially out upon return and there was no needle exposure. The broken piece of needle is distal, there is a kink present below the break specifically at the notch. The luer was fine. The device was dismantled and no bends were present . Root cause: a likely root cause for this complaint issue could be due to the fact that the user had the stylet partially out. As per the standard list of additional questions, it was stated that the user does not always have the stylet inserted; was the stylet in place inside the needle when advancing into the targeted site? ¿the physician said yes but not in every case. The nurse said no.¿ this goes against the instructions for use and is therefore classified as user error. This complaint is confirmed as the failure was verified in the laboratory. Documents review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: it may be noted that according to the instructions for use, ifu0110-5, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. As per the precautions section of the IFU, ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site.¿ a review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1430806 did not reveal any discrepancies that could have contributed to this complaint issue. A review of the information provided, indicates the IFU has not been followed. There is no evidence to suggest that this issue affects the entire lot # c1430806 upon review of complaints this failure mode has not occurred previously with this lot # c1430806. Summary: from the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.